Event description:
It was reported that the patient reported to the emergency room with discomfort due to phrenic nerve stimulation. During in clinic follow up, it was revealed that the right ventricular lead showed loss of capture, low pacing impedance, and decreased sensing. The physician noted a small apical effusion. Echocardiogram showed a small apical effusion. During lead revision, the implantable cardioverter defibrillator (ICD) set screw appeared to be stripped and would not properly tighten. The generator had to be replaced. The lead was successfully repositioned. The patient was stable.

Manufacturer narrative:
The reported event of stripped setscrew was confirmed. The device was above elective replacement indicator (eri) upon receipt. Analysis revealed the right ventricular and left ventricular set screws were stripped and contained septum material inside the hex cavity. This material in the hex cavity prevented full insertion of the torque driver and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure.